Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. During the course of the troubleshooting, the user was able to prime the pump without an occlusion alarm occurence. Troubleshooting determined that the issue was with the infusion set. However, this complaint is being reported because of the allegation against the pump and user insistence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: the review of the black box showed several occlusion alarm occurrences due to high force. During actual testing, the ez-prime steps were performed correctly with no occlusion alarm occurrences. Upon removal of the pump cover, no intermittent condition was observed to the force sensor flex pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.